Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
The customer reported a navigation ring failure. There was no patient involvement.

Manufacturer narrative:
G4: 18aug2020. B4: 20aug2020. A front bezel was returned for analysis. The determination could be made that the device failed to meet specifications. The navigation-ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 31mar2020, b4: 01apr2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the front bezel and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.